Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases, yellow particles on device inner surface, and one linear opening. Leak test and microscopic analysis were performed which identified one smooth crease opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.